Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 435 mg/dl but they were not hospitalized. Details that led to the event and add relevant information if applicable. The customer did not mention any symptoms of their blood glucose levels. The customer was treated bolus with pump. The insulin pump will not be returned for analysis.